Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported left side ¿rupture¿ with discomfort. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b6, d1, d2a, d2b, d3, d4, g4, h4, h6.

Event description:
Patient reported left side ¿rupture¿ with discomfort. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side ¿rupture¿ with discomfort. The device remains implanted.